Manufacturer narrative:
Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
It was reported that the patient¿s blood glucose level rose to 250 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated they did not believe the pod was delivering insulin accurately. The pink slide had moved forward. As treatment, the pod was removed from their arm, a new pod was applied, and a bolus was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 250 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated they did not believe the pod was delivering insulin accurately. The reporter further stated the pink slide did not move forward, indicating a needle mechanism failure. As treatment, the pod was removed from their arm, a new pod was applied, and a bolus was given.